Event description:
Additional information was received indicating that the low sensing and over-sensing were due to an abbott right ventricular lead. No device malfunction/issue was suspected. Related manufacturer report number: 2017865-2024-02094.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, low r wave sensing and oversensing was observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.